Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an alleged issue related to the CPAP device's sound abatement foam, and that there was no report of patient harm or injury. The manufacturer received new information that stated the patient has a slow growing cancer and nausea. In addition, the patient reported device is noisy; water does not stay hot. The medical intervention is not specified.